Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system was used along with a wacthman laa closure device and delivery system. The closure device was deployed. A recapture was required and it was noticed the access system was kinked upon recapture. The procedure was not able to be completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was microscopically and visually examined. There was blood in the device. The dilator was in the sheath but not snapped in. There was a kink 7cm from the distal end of the sheath. The sheath tip was misshapen and there was some delamination. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported sheath kink.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system was used along with a wacthman laa closure device and delivery system. The closure device was deployed. A recapture was required and it was noticed the access system was kinked upon recapture. The procedure was not able to be completed. There were no patient complications.